Event description:
The patient underwent vns generator replacement surgery due to near end of service (neos) = yes. The explant facility is known not to return any explanted devices. No additional relevant information has been received to date.

Event description:
It was reported by the patients mother that the vns is depleted and the patient is having an increase in seizures. Battery life calculation was not able to confirm battery depletion. Attempts for additional information have been made; no additional relevant information has been received to date. No known surgical intervention has occurred to date.